Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals that the device has a broken needle stuck inside of the gun. The devices functions as intended. This complaint can be confirmed. A batch record review has been conducted for this lot and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot released to distribution. Based at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep that during the setup for a rotator cuff repair, it was observed that the needle broke inside the device. The sales rep reported that it first broke near the back or closer to the handle but then when the scrub tech attempted to remove it, it broke again nearer the tip of the needle. The sales rep confirmed that the staff was not injured. The surgeon completed the procedure with another like device with no patient consequences or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.